Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 6mm proximally from the distal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous ventriculoatrial shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm for 10 seconds. The physician's comment was that the device was used in a straight blood vessel and even though lesion stenosis was not so severe, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and there was no problem with the patient condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous ventriculoatrial shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm for 10 seconds. The physician's comment was that the device was used in a straight blood vessel and even though lesion stenosis was not so severe, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and there was no problem with the patient condition post procedure.